Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 54471ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 54471ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 54471ud00 was identified.

Event description:
The customer reported falsely elevated alinity I free t 4 and provided the following data for patient ID (B)(6). Initial result was 2.04 ng/dl and repeat result was 1.25 ng/dl (reference range is 0.70 to 1.48 ng/dl). The customer also ran a test on another backup device called maglumi x3 chemiluminescence immunoassay system (clia), however no result was provided. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I free t 4 and provided the following data for patient ID (B)(6). Initial result was 2.04 ng/dl and repeat result was 1.25 ng/dl (reference range is 0.70 to 1.48 ng/dl) the customer also ran a test on another backup device called maglumi x3 chemiluminescence immunoassay system (clia), however no result was provided. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.